Manufacturer narrative:
The returned device was evaluated and a hardware issue was found with the pcs motherboard. The board was replaced and the unit was tested to ensure functionality. The device functioned as expected and was returned to the customer.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare received information from an account that the computer for the eye station was not working. The support group determined the motherboard had failed and replaced it for complete resolution. Additional information received from the account on 05/02/2016, indicated that patient care was impacted because images could not be captured or reviewed for a period of time. There is a potential for a delay in diagnosis or treatment for a patient. However, the customer indicated that there was no confirmed patient harm due to the delay. (B)(4).